Manufacturer narrative:
1038671-2023-00741 d10: 02-010-03-0220 - (B)(6) - logic cr femoral left sz 2. 02-012-45-2020 - (B)(6) - logic tibial fit tray cemented sz 2f/2t. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-00741. The revision reported in was likely the result of patella wear, prosthesis wear secondary to increased loading of the posterior aspect of the tibial insert, and instability, which may have contributed to the patient¿s pain and swelling. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 62 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, distress, joint laxity, pain, swelling/edema, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.